Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, it was reported that the stapler could not form letter 'b" shape. They changed the device to complete the case. No patient injury.